Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was beyond the expected upper range. Analysis of the device memory indicated pacing capture threshold in the right ventricle was elevated. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a spike in thresholds and a spike in impedance was observed on the right ventricular (rv) lead. No capture was also reported on the rv lead. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected: the lead was capped. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported the rv lead was fractured. The lead was capped and replaced.